Manufacturer narrative:
The pericardial effusion was successfully drained and the patient moved to ICU for monitoring. No allegations against bsc products as a cause or contributor to the observed clinical observation. The lead remains implanted and in service.

Event description:
Boston scientific crm received information that at the conclusion of system implant, the patient exhibited sustained hypotension requiring inotropic support. A transthoracic echocardiography was performed, noting evidence of a pericardial effusion; no hemodynamic collapse observed.